Manufacturer narrative:
Concomitant medical product: d154awg ICD implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture, low impedance, and was not sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.